Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 5:38 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. At 5:54 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient's warfarin dose was reduced based on the meter values. The patient is currently feeling fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient does not have anemia or antiphospholipid antibodies. The patient does not use heparin or direct thrombin inhibitors. The patient did not have bleeding or bruising. The patient did not have a special or unusual diet. The patient stated that she was not good about eating vegetables around christmas time. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Medwatch field has been updated. Relevant retention test strips (lot 272163) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips and quality control material. Testing results: qc 1: 2.3 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. No information was provided that would point to a cause for the result discrepancy.